Event description:
At device classified termination of events, arrhythmia appears to continue due to possible atrial undersensing p-waves currently measure at 1.1, sensitivity is programmed to 0.3mv dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).